Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, a trapezoid rx basket was used in conjunction with an alliance handle in an attempt to break a stone. However, when grabbing the stone the handle cannula broke. The physician shook the working length to release the stone and the basket was pulled out from the endoscope and patient. The procedure was completed with another trapezoid rx basket. There were no patient complications as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0401 captures the reportable event handle cannula break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the device was returned separated in parts. The thumb ring and the handle cannula was detached. The handle cannula and the internal wires (including the basket) was not returned. The working length was kinked, and the side car rx was pushed back out of specification. The dimensional test shows that the screws depth and length were within the permitted tolerance. No other issues were noted. The reported event was confirmed. Based on all available information, it is possible that due to the tortuousness of patient's anatomy and the application of force during manipulation may have caused the handle to break. In addition, the kinked working length and the side car rx push back shows that the device may have been overhandled and its functionality could have been affected in some way. Since the handle cannula did not return, it is not possible to carry out a more thorough investigation to determine the influence of the device. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2022. During the procedure, a trapezoid rx basket was used in conjunction with an alliance handle in an attempt to break a stone. However, when grabbing the stone the handle cannula broke. The physician shook the working length to release the stone and the basket was pulled out from the endoscope and patient. The procedure was completed with another trapezoid rx basket. There were no patient complications as a result of this event.